Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1731201, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) white/black/white marker on the end of the handle popped out during preparation; however, the balloon would not deflate in order to insert the vcd into the patient¿s body.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) white/black/white marker on the end of the handle popped out during preparation; however, the balloon would not deflate in order to insert the vcd into the patient¿s body. Additional information received indicated that 50/50 contrast/saline mixture was used to inflate the balloon, but then the balloon would not fully deflate during preparation in order to insert it into the body. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger prohibiting the balloon from deflating completely. An attempt to inflate and deflate the devices confirmed the user's complaint. The balloon remained partially inflated when the inflation indicator was retracted completely. A review of the manufacturing documentation associated with lot f1731201 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿balloon would not deflate¿ was confirmed based on the condition in which the unit was received for analysis. This issue appears to be related to the manufacturing process of the product. A risk assessment has already been initiated to address this issue. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (01/22/2018) additional information received indicated that 50/50 contrast/saline mixture was used to inflate the balloon, but then the balloon would not fully deflate in order to insert it into the body.